Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test due to motor error alarms. The insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has cracked battery tube thread, cracked reservoir tube lip, minor scratches on the display window and missing the end cap sticker noted.

Event description:
It was reported that the insulin pump alarmed motor error during the prime process after the infusion set was changed. The customer's blood glucose was 7.6 mmol/l. The caller also noted that the insulin pump also alarmed another error after the motor error alarm. The caller was able to clear the alarm and did the rewind and prime/fill process again. The caller stated that the anomaly was resolved. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.